Manufacturer narrative:
(B)(4). Batch # k5e94p. Additional information was requested and the following was obtained: when the stapler gun got locked, did the device deliver any staples? If yes, were the staples formed properly? No. If yes, was the staple line complete? When the stapler gun got locked, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the device lock on tissue with the jaws closed? Yes. If yes, how was the device removed? With cutting the tissue. If yes, did the jaws eventually open? No. You reported that the staples were not formed properly. How was the tissue repaired? Doctor used another stapler and reload. Was there any change in the procedure (convert to open, etc.) Due to having to cut the tissue since the devices would not open? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis showed that the ats45 device was received in good visual condition and with a tr45g cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. No short cut or absent cut was noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a hemicolectomy procedure, the doctor observed in between the surgery, that the stapler gun got locked. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.